Manufacturer narrative:
Microscopic and x-ray inspection of the returned lead revealed that multiple cables were completely broken two centimeters from the set screw mark of the clik x anchor at the bent/kinked location of the lead; however, there were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor and it appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures at the anchor point.

Event description:
It was reported the patient underwent a revision procedure where the spinal cord stimulation (scs) lead was replaced due to high impedance readings.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient underwent a revision procedure where the spinal cord stimulation (scs) lead was replaced due to high impedance readings.